Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose due to medication taken for a degenerative disk. Customer's blood glucose was 401 mg/dl. Customer was able to stabilize blood glucose within two hours. Customer also reported of having no delivery due to occluded cannula. Customer did decided on speaking with helpline, but call was disconnected and a message was left for customer to call back.